Event description:
On (B)(6) 2012, the patient contacted animas to report the subject insulin pump was not giving a loss of prime warning. She was only aware that the insulin pump was not delivering insulin until she attempted to take a bolus dose and there was "not primed no delivery" message on the display. There were no alarm records showing a loss of prime message. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged unresolved loss of prime warning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed several "loss of prime" warnings on the reported event date. The pump successfully was paired with test meter. A bolus attempt was performed from the test meter. The pump "not primed" warning was successfully emitted and had correctly displayed on the pump screen. The proper audible and vibratory sounds were successfully emitted by the pump. Unrelated to the complaint, the force sensor was found to be out of calibration. The reported complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.